Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30 degree instrument involved with this complaint and completed the device evaluation. The customer reported complaint was confirmed. The endoscope was received with missing distal window resulting in fluid invasion and subsequent major damage to optical components. Complete window was noted to be missing. The fragments of adhesive of the distal window were missing.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the endoscope had failed auto calibration. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.